Event description:
It was reported that, "pt fell and broke open her scar on her knee. They removed the insert to clean any bacteria around it".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.